Event description:
A customer reported experiencing a low blood glucose level displayed as "low"; however, specific value was not provided. Cause was not known. To address the issue, the customer consumed carbohydrates and consulted with technical support suggested consulting a healthcare provider to discuss potential factors affecting blood glucose levels.